Manufacturer narrative:
Continuation of d10: product ID 97715, serial# (B)(6), implanted: (B)(6) 2023, product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the representative (rep). The plan is to set up a date for device revision. No date has been set as of yet.

Manufacturer narrative:
Continuation of d10: product ID 97715, serial# (B)(6), implanted: (B)(6) 2023, product type: implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the revision was done on (B)(6) 2025. Revision did resolve the patient¿s charging issues as she now has two non-rechargeable batteries so she no longer has to charge.

Event description:
The reason for call was caller stated that for probably the past 3 weeks they have been seeing settings not available on their controller when they try to increase or decrease the stimulation. Caller stated that they can't feel the stimulation at all. Agent tried to walk the caller to changing and trying other groups, but caller only have one group. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported. Patient called back to report that their left side is not turning on since fri/sat. Patient to get their recharger and call back to try and troubleshoot to see if the left side will recharge and turn on. Technical services(ts) redirected patient to her doctor to address troubleshooting for their right side implant, which gave desired settings not available. Additional information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). Caller is with the patient attempting to get one of the inss charged. Both inss are discharged today. Caller reported the patient has had issues charging them since implant because they are so close together. The patient said charging will take all day. Reviewed trying to charge one at a time. Caller reported they will try to interrogate today b/c they think pt has impedance issues because they don't feel the stimulation. Caller noted if they can read one today then the patient will charge the other on their own and they can meet in a week to read the other ins.

Manufacturer narrative:
B3: event date is month and year valid continuation of d10: product ID: 97715, serial# (B)(6), implanted: (B)(6) 2023, product type implantable neurostimu lator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that it took the patient almost 7 hours to get the devices charged up to 40%.and impedance check was done on both devices and there were no impedance issues with either one. It has been determined that at least part of the issue has to do with both implantable neurostimulator's (ins') being implanted too close together. One to the left of midline and the other to the right of midline. This positioning seems to interfere with the charging process as when one ins is being charged the charger continuously loses connection and tries to connect to the other ins. Patient will decide if they want to do a pocket revision where they move the ins' further away from each other or if they want to switch one of the ins' to a non-rechargeable device so it doesn¿t interfere with the charging process.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.